Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced severe and permanent injuries, pain, disability, impairment, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for a "uretex". Additional information from the importer report: (B)(6) 2012, catalog # unk. (B)(6). Attorney.